Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had black images on the left monitor prior to a case. No pt injury was reported.